Manufacturer narrative:
Concomitant medical products: product ID: 8637-40, serial#: (B)(4), implanted: (B)(6) 2020. Product type: pump. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding the implantable drug infusion device. The drug being delivered was not reported. It was reported that he had a pump from the early 1990¿s implanted and "the cam broke" so they took it out and put the patient on methadone for 19 years.